Event description:
It was reported that there was an issue with incorrect time on the customer's pump, with a discrepancy greater than five minutes. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in updating the pump time and advised monitoring for recurrence of the time discrepancy. The customer acknowledged the advice.